Event description:
The tibial component was revised due to wear.

Manufacturer narrative:
Summary of evaluation: the tibial component cannot be evaluated for the reported wear as they have not returned the device for evaluation but rather has been retained by the pt. A review of the device history record found that all attributes which could have affected this event met design requirements during manufacture. No further action indicated at this time.